Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A sales representative reported on behalf of the customer that an ip2p kit containing cc1.p1 and the ip2 introducer was inserted and it was working fine. Then the monitor was reading over 400. They had to remove it and put in a new one to correct the issue. Additional information received on (B)(6) 2019 indicated that a (B)(6) male patient was inserted with the device on (B)(6) 2019 and it was removed on (B)(6) 2019 when the problem occurred. The patient was in stable condition.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation and visual inspection under magnification revealed a lack of electrolyte at the tip area and air bubbles at several locations. The probe was connected to a monitor and tested: abnormally high values were initially observed (above 300 mmhg), then after 2h30, the signal was lost. The device history records were reviewed and did not reveal any anomaly that could explain the reported event. The complaint was verified. No anomaly was noted that could explain the probe dysfunction apart the lack of electrolyte solution, that can impair the chemical reaction. Presence of air bubbles and lack of electrolyte solution are likely related to the drying of the probe that remained without its protecting sheath since its explantation (around 7 weeks). The probe functioned correctly for 4-5 days before providing aberrant values, this could also lead to a depletion of the electrolytic solution. The exact root cause of the probe dysfunction could not be determined by the investigation. No further investigation nor corrective action is deemed required. Device identifier ip2p: (B)(4).